Manufacturer narrative:
Device evaluation: four (4) photographs were received for evaluation. From pictures received was observed a hole in the tube. The customer reported condition was confirmed. The most probable root causes are: mixed material from set-up in the crop notch operation. Lack of detection by production personnel who performs the crop notch operation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the customer identified a hole in the portex endotracheal tube after intubation. An emergent replacement was performed. No patient injury or complications were reported in relation to this event.